Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
There was also a review of new information.

Event description:
Allegedly neck was broken. We tried to change the neck but the instrument broke during extraction and it failed. After, profemur r was performed. Normal activity level. Pt. Kept explants.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-02624, 2014-00016. This event occurred in (B)(6).